Manufacturer narrative:
Reason for reoperation: rupture.

Event description:
Patient later reported right side rupture and autoimmune type symptoms (not device related) due to the rupture.

Manufacturer narrative:
Concomitant medical products: (B)(6) 2018: oxygen therapy. (B)(6) 2018: oxygen therapy. (B)(6) 2018: oxygen therapy. (B)(6) 2018: nebulizer treatment (respiratory). (B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of infection (early onset), cellulitis, capsular contracture, and wound dehiscence are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: infection (early onset), cellulitis, capsular contracture, baker grade ii/iii; wound dehiscence.

Event description:
Documentation received from patient representative notes that the patient contacted the primary care physician approximately two months post implant concerned about indications of an infection. The primary care physician suggested that the patient go to the ER where they were admitted. The patient was hospitalized for approximately five days. The events reported to occur are as follows: presented with fever, chills -- sepsis was suspected, chest pain, infected wound, pain, aching, discomfort, pressure, burning sensation, right breast with mild erythema, cellulitis and skin infection, pain and redness, fever, chills, cellulitis of breast, left breast edema/cellulitis with a small wound positive for (B)(6), and right breast exploration with small wound. The following events have been deemed not related to the device: ecchymosis, bruising, breast rash from tegaderm, shortness of breath, and nausea. After patient was released from the hospital further events were reported as follows: grade ii/iii capsule on the right, anxiety, and soreness. The following events have been deemed not related to the device: fatigue, insomnia, decreased exercise tolerance, asthma, wheezing, weight gain, acute bronchitis/wheezing (cough, fever, chest congestion, fatigue), and central breast on both sides reveal a dermatitis with fewer vesicles, less weeping, and a drying rash; dermatitis; complains of eczema (itchy rash on fingers and toes). Affected side is right. The device remains implanted.